Event description:
It was reported that when used the fast-fix 360, successfully stripped off t1, but failed to strip off t2.

Manufacturer narrative:
Visual assessment of the device showed t1 is free from the needle. T2 has been partially advanced from its customary pre-deployment position. The trigger was cycled and the actuator deployed t2 as intended. This investigation could not identify any evidence of product contribution to the reported complaint.

Event description:
No patient injuries were reported.